Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing ballooned during use. The following information was provided by the initial reporter: "IV tubing bubbling up".

Manufacturer narrative:
Correction: the catalog# has been updated, and the following fields have been corrected: b.5. Describe event or problem: it was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing ballooned during use. D.1. Medical device brand name: bd alaris¿ pump module smartsite¿ infusion set d.2. Medical device catalog#: 2420-0007. D.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: sistemas medicos alaris, s.a. De c.v. G.5. PMA / 510(k)#: k944320. H.6. Imdrf annex a grid: a1401. Investigaton: h.6. Investigation summary: three pictures were taken by the customer that verify the customer complaint that the tubing bubbling up. One sample was returned by the customer for investigation, the set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed, and then infused with the pump dchu-0009 and pump module dchu-0015 at 125 ml / hr. No ballooning occurred throughout the infusion, or after the infusion. The failure was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that air bubbles entered the unspecified bd¿ infusion set tubing. The following information was provided by the initial reporter: "IV tubing bubbling up".